Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 2200mcg/ml at 841.9mcg/day via an implantable pump. The indication for use was spinal pain. A motor stall was seen at initial interrogation. The logs showed a motor stall occurred on (B)(6) 2016 @ 12:34. The patient did not recently have an MRI. The patient experienced nausea, vomiting, return of pain and severe fatigue. The symptoms were sudden. The reporter planned to follow up with the healthcare provider about the motor stall as they would need to replace the pump if therapy continuation was desired. Additional information received reported that the intervention was that the pump was interrogated as soon as the patient arrived and the healthcare provider contacted the company representative to confirm it was truly a motor stall. The cause of the stall was unknown. The reporter did not know if the patient¿s symptoms had been resolved as the reporter had not heard from the patient or the healthcare provider¿s office since the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.